Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A scrub nurse reported that a pyrocarbon implant (ID pip-200-20p-ww - pip sz. 20 proximal) broke up on impaction using the integra impactor specific for the proximal implant. This was removed and replaced with the same product from the implants provided with the loan. All the broken parts were retrieved. No patient injury was reported and the event lead to surgical delay (unknown for how long).

Manufacturer narrative:
Root cause: the device was returned and underwent failure analysis. The device was returned in four pieces, confirming the report that the device fractured intraoperatively. Based on the information provided to date, the event occurred intraoperatively. Similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection; however, none of these can be confirmed as the root cause for this event.